Event description:
The customer received the architect havab-m product recall letter regarding reagent lot 93794hn00 and examined the number of gray zone results generated from the lab. The customer determined five out of 80 patient samples generated gray zone havab-m results (no data provided by the customer). Additionally, the customer did not provide any information whether further testing was performed to determine if the initial gray zone results were confirmed to be gray zone or non-reactive. The customer requested a replacement lot of havab-m reagent. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Continued from concomitant medical device: architect i2000sr analyzer, list # 3m74-02, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(6)results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.